Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle outer cover did not detach to allow for the needle to inject medication during use. The following information was provided by the initial reporter: "no harm to patient other than the needle piercing the skin. Bd autoshield duo 0.30 mm x 5 mm insulin pen needle ndl pen insulin duo auto, 329515 - outer plastic did not retract allowing for the needle to pierce the skin. Patient reported that it happened the night before as well."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle outer cover did not detach to allow for the needle to inject medication during use. The following information was provided by the initial reporter: "no harm to patient other than the needle piercing the skin. Bd autoshield duo 0.30 mm x 5 mm insulin pen needle ndl pen insulin duo auto, 329515 - outer plastic did not retract allowing for the needle to pierce the skin. Patient reported that it happened the night before as well."